Event description:
Follow up information identified the physician explanted and replaced the patient¿s ipg, resolving the issue. Postoperatively, effective therapy was reported.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has experienced increased frequency of charging the ipg. As a result, the patient may be awaiting ipg replacement.